Event description:
During operative procedure, physician attempted to insert plastic spine cage -plastic- and maneuvering cage and pressure caused the plastic cage to break. Physician immediately removed the broken parts and there was no harm to the patient.